Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose levels were under 50 mg/dl, 158 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer treated low blood glucose level with meal and glucose tablets. The customer also reported that they were on antibiotic for an ear infection. The customer did not mention any symptom related to low blood glucose level. The customer did not allege the insulin pump for over delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The lcd display is cracked in the lower left hand corner; however, the user can easily read and navigate through the menus. Did not see any cracks in the belt clip rails.